Event description:
The pt reportedly presented with edema and swelling at the implant site in (B)(6) 2014. The pt was treated with antibiotics (type unk). The pt improved, however, returned in (B)(6) 2014 with swelling and irritation of the scalp. The skin flap was open, exposing the internal magnet. Revision surgery to replace the internal magnet and close the skin flap will be scheduled.